Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem, additional information. G3: date received by mfg, additional information. H2 type of follow up: correction. H6: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-224442 was reported in error. Please disregard the h6 codes 3233 and 11, as no product or data returned for investigation.

Event description:
Subsequent to the intial MDR, a correction is required.